Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.

Event description:
The st. Jude medical rep reported that the device entered hardware vvi. The pt will be placed on external monitoring and a replacement will be scheduled.